Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that, after a knee replacement, a patient had knee effusion, tricompartmental synovitis with hypertrophic scar and lateral bone spur, and plica syndrome.